Event description:
It was reported that over the past year this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead had intermittent jumps in pacing impedance. The actual highest value was unknown. The system remains in-service. No additional adverse patient effects were reported.